Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "catheter is stretched during insertion". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex temperature sensing catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the 2 temperature cables were not reading on the device, but did read on the monitor. Per troubleshooting, it was confirmed the temperature 1 outlet. Since the temperature probe went through the MRI, recommended to try another temperature probe and the esophageal probe read on the device and the therapy was continued. As per notification from investigator on 20nov2020, stated that per follow up via email on 24sep2020, stated that per her notes the cables were discarded and it was a probe related issue.

Event description:
It was reported that the 2 temperature cables were not reading on the device, but did read on the monitor. Per troubleshooting, it was confirmed the temperature 1 outlet. Since the temperature probe went through the MRI, recommended to try another temperature probe and the esophageal probe read on the device and the therapy was continued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 2 temperature cables were not reading on device, but did read on the monitor. Per troubleshooting, confirmed temp 1 outlet. Since temp probe went through MRI, recommended to try another temp probe and esophageal probe reading on device and the therapy continued.